Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rv lead has had 'a history of product performance'. No capture at maximum output was reported and it was noted this was also reported nine years previously. It was also reported that occlusion was seen on venogram. The lead was to be moved to the opposite side, but occlusion was also found there, preventing further lead implantation. The lead was taken out of use. No further patient complications have been reported as a result of this event. It was further reported that the patient had an infection. Disposition of the lead is unclear.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rv lead has had 'a history of product performance'. No capture at maximum output was reported and it was noted this was also reported nine years previously. It was also reported that occlusion was seen on venogram. The lead was to be moved to the opposite side, but occlusion was also found there, preventing further lead implantation. The lead was taken out of use. No patient complications have been reported as a result of this event.